Event description:
It was reported that t wave oversensing was occurring on the lead. The device sensitivity was reprogrammed for the lead. Patient received inappropriate shock for t wave oversensing. The r wave size had decreased over the past year. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted in the right ventricle. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. No anomalies were found. Concomitant product: 5076, implantable pacing lead, (B)(6) 2009. (B)(4).